Event description:
It was reported that this right ventricular (rv) lead is suspected to be dislodged. Technical services (ts) suggested performing chest x-rays. The lead remains in service. No adverse patient effects were reported.